Event description:
Boston scientific received information that the patient implanted with this pacemaker reported that the device had a year and a half remaining of battery life after being checked six months ago. Recently, the device was checked and the patient was advised that the device had a year and a half remaining of battery life. Boston scientific technical services (ts) explained that there are many variables that may affect battery longevity. The patient was referred back to have the device checked in the office and to contact ts. Attempt was made to obtain additional information but was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information indicated that this pacemaker was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.